Event description:
Customer reported via phone, this was the fourth time the customer tried with a motor error alarm. Customer stated he took the battery out, inserted a new reservoir, and the device continues to alarm. Customer's blood glucose was 324 mg/dl. Customer stated he hasn't taken a shot and hasn't used the insulin pump since august. Customer didn't recall any significant event that may have caused the device to alarm. The device was not exposed to an MRI and customer was able to complete the rewind process. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement test. The device was received stuck in the motor error alarm loop during bolus delivery and motor position encoder error alarm was confirmed in the device alarm history file. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure responded that wasn't detected during testing. The device had minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads, and broken reservoir tube lip.